Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome was leaking air during regular inspection. No adverse events were reported as a result of the event.